Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead failed a position check, resulting in atrial tachycardia/atrial fibrillation (at/af) therapies disabled. The ra lead is currently functioning normally and remains in use. No patient complications have been reported as a result of this event.